Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer stated the pump may have been exposed to a strong magnetic field. The customer believes the pump was over delivering. The customer also reported issues with their meter. The insulin pump will be returned for analysis.